Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site for further investigation. The reported issue was verified and the quad receiver pcba was replaced. The device was then reset, passed all tests, and was returned to use. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of signal message displayed for four telemetry channels at the central monitor. No injury was reported as a result of this event.